Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too small' during pre-use check. There was no patient¿involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test with a message 'system volume too small' during pre-use check. Identification of issue has been done by analyzing problem description and service report. The device was checked and nozzle unit on air gas module was defective and needs replacement to resolve the issue. The issue was decided to be reported as defective nozzle unit may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. Defective part and device's logs were not available for further evaluation. The root cause to the reported issue has not been determined.